Event description:
It was reported that the patient was admitted for an unrelated reason and the medical team noticed a kink in the driveline that seemed fixed in position. The team tried to finesse the kink back into as straight of a line as possible so they could patch it with rescue tape. The area was taped, and the plan was to continue to monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported kink in the driveline pump cable was confirmed through the evaluation of the submitted photo. A photo of the pump cable was submitted which confirmed the reported kink near the terminus of the inline connector bend relief. Log files were submitted which captured the device operating as expected. Incidental finding revealed superficial damage to the outer jacket and armor layer, along with discoloration to the inline connector bend relief that were noted in the submitted photo. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 5 of the IFU, ¿surgical procedures,¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook, ¿living with the heartmate iii,¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.